Manufacturer narrative:
Continuation of concomitant medical products: product ID 978a128, lot# va2df2b, product type: lead , ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient reported when they were undergoing their advanced trial they accidentally pulled the lead over. During the implant procedure the patient was moaning while under twilight sleep and the doctor ended up putting patient under fully because the doctor did not want patient feeling it. The lead had moved from the right side and the doctor had to "get in there and dig it and pull it back over again". Patient stated the physician had made an opening on the left side which is where they intended to place the ins but because the lead had moved the doctor ended up implanting the ins closer to the spine rather than patient's buttock. Documented reported event. No further action was taken by patient services.